Event description:
It was reported that the hcp (healthcare provider) doing the pump programming at the pump refill visit was trying to change the conc entration of the clonidine from 400 to 500; she had not done this part of the programing before and she thought she ¿screwed it up¿. It was later reported that the patient caught a mistake on the printout. A programming error had been made; ¿the dose ended up being a 100 and some odd increase¿. The pump was delivering hydromorphone, clonidine, and bupivacaine. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: 2012-(B)(6), product type catheter, product ID 8835, serial# (B)(4), product type programmer, patient product ID 8840, serial# unknown, product type programmer, physician. (B)(4).

Event description:
The issue was resolved before the patient was overdosed.

Event description:
It was further reported that at the refill in august of 2013 the pump was ¿raised 300%¿ and there was an issue with the pump. The patient had to be rushed to the hospital to resolve the pump issue.